Event description:
Staff transferred resident into special chair and left. Back of chair detached and resident fell onto floor with upper half of body on floor and lower half still in chair. Staff eased resident out of chair to floor. Resident struck back of head. Resident was sent by ambulance to hospital. Resident was admitted to the hospital for observation. The chair was ourchased by the spouse of the resident the chair was not recommended by ot.